Event description:
It was reported that during a da vinci-assisted surgical procedure; while using the fenestrated bipolar forceps (fbf) instrument to coagulate tissue on the uterus near the uterine artery, uterine-adjacent tissue was adhered inside the jaws, causing the tissue to tear and bleed. The fbf instrument was in use approximately 15 minutes prior to this event. It was noted that there was bio debris build up on the instrument prior to this event. The tissue was released with a monopolar curved scissors (mcs) instrument, pushing the tissue away from the jaws by moving the instrument back and forth. No tissue was excised, and minimal bleeding was noted. There was no additional reported intervention required to control or stop the bleeding. There was no reported concern that the patient would experience any long-term complications. A new fenestrated bipolar forceps instrument was installed to complete the procedure with no reported issues. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A video review of this procedure was performed. The video shows the fenestrated bipolar forceps (fbf) instrument cauterizing tissue twice, and both times the tissue sticks to the grips when attempting to release the instrument from tissue. However, when the video starts, there is already tissue buildup on the grips, which may affect the subsequent energy activations.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was analyzed, and the complaint was not confirmed or replicated by failure analysis. The instrument underwent external and internal visual inspections, no issue detected. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened, closed and grasped properly. The instrument passed the electrical continuity and energy delivery tests in various grip orientations. No energy delivery nor motion related issues were detected during the failure analysis. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.